Manufacturer narrative:
A device history records review and sterilization documentation review was conducted based on the lot number provided and they were found to be complete and accurate. Device samples not provided. Complaint data review was conducted and no adverse trends observed. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states. This product is similar to 72144 vapro catheter sold in the united states.

Event description:
It was reported that the end user has been using hollister's intermittent catheters for 12 years and kept getting urinary tract infections. It was further reported that he has been using the new hydrabalance vapro catheter for the last 3 days, between 3 to 10 times a day, and he currently has a urinary tract infection. It was reported that he has the urge to go again after a couple of hours with the new catheters which is not normal. It was further reported that he saw his health care professional for this urinary tract infection but that no testing was conducted, and he did not disclose the medical treatment provided.